Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient stated they underwent a knee replacement and have had trouble with the knee for 6 years. Database search found they underwent a revision procedure. Revision procedure performed approximately 13 months after initial right knee procedure. No further information known.

Manufacturer narrative:
D10 concomitant devices: (5151713) 201-78-89 - 3"" drill bit, mod. Hex 2 pack; (5151718) 201-78-89 - 3"" drill bit, mod. Hex 2 pack; (5171755) 02-022-45-4040 - truliant tib fit tray cem sz 4f/4t; (5198437) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4; (5200359) 200-07-35 - advanced patella 35mm 3 peg implant; (5200870) 201-78-82 - collar fixation pin 2pk 40 mm, quick release. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient stated they underwent a knee replacement and have had trouble with the knee for 6 years. Database search found they underwent a revision procedure. Initial right knee implanted in (B)(6) 2018, revision procedure in (B)(6) 2019. No further information known.